Event description:
It was reported that within nine days of the implant procedure, the right ventricular lead was dislodged and had high threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).